Event description:
Patient's final diagnosis for this event was baclofen toxicity. Initial report was to MFR technical services. On monday, in 2000 the baclofen pump refill was routine. The pt was receiving 1400 mcg per day after gradual dose increases over 3-4 months as the spasticity increased. Two days later, the pt developed severe spasticity, including jerking of arms and experienced a fall when the pt's wheelchair tipped over backwards with the spasms. On friday, an x-ray was taken of the catheter, nothing noted, and the pt was given a bolus dose of baclofen which resolved the severe spasms but jerking of the arms remained. The pt was sent home but one hour later the severe spasticity returned and the pt returned for treatment. At the time it was felt that the pt may have sustained additional cervical injury due to the fall in the wheelchair. Saturday, the spasticity was so severe the pt had to be completely sedated and put on a ventilator in order to perform an MRI of the neck. Under sedation the pt's extremities continued to jerk. Sunday, a catheter dye test was performed and a dye leak was noted in the spinal area. Monday, a catheter revision was performed, the leak could not be initially located, the catheter was backed out of the intrathecal space until the leak was noted. The catheter revision was completed and the pt returned to the ICU. 12 hours later, the pt was unresponsive and an unsuccessful attempt was made to wean the pt off the respirator. The pt's arms and legs continued to jerk. A medical consultant was called, the recommendation was to reduce the baclofen dose by 1/2 every 24 hours. With reduction of the dose of 700 mcg the pt became responsive and the jerking stopped and at 100 mcg per day the pt was weaned from the ventilator. The pt now is at 150 mcg per day.